Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (sharp pain)"), autoimmune disorder ("autoimmune disorder") and suicidal ideation ("desperate with suicidal thought") in a (B)(6) female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2002, (B)(6) 2011) and miscarriage. Previously administered products included for an unreported indication: iud. Concomitant products included norethisterone (jolivette-28) for contraception. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("severe migraine"), myalgia ("acute muscle aches and pain / muscle pain in my shoulders"), the first episode of arthralgia ("joint aches and pain (hot/cold)"), pain ("body aches and pain/ severe and persistent pain"), back pain ("upper and lower back pain"), abdominal pain ("abdominal pain on my side") and allergy to metals ("nickel allergy") with rash pruritic and hypersensitivity. In (B)(6) 2016, the patient experienced vitiligo ("vitiligo"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) with crying, headache ("headaches"), chest pain ("chest pain"), panic attack ("panic attacks"), dyspnoea ("shortness of breath"), feeling hot ("hot knee caps"), burning sensation ("burning sensation on my abdomen / stinging/burning sensation internally in the body / hot burning sensation on my shoulders"), paraesthesia ("tingling on my left arm / leg"), anxiety ("anxiety"), depression ("depression"), post-traumatic stress disorder ("pstd (post traumatic stress disorder)"), muscle tightness ("muscle tightness"), temperature intolerance ("cold sensitivity / sensitivity to cold on joints"), fibromyalgia ("fibromyalgia"), anti-transglutaminase antibody increased ("elevated transglutaminase"), neck pain ("neck pain"), memory impairment ("forgetful like brain fog"), emotional distress ("emotional distress"), the second episode of arthralgia ("joint pain / aches and pain with arthritis symptoms"), inflammation ("inflammation"), fatigue ("feel very tired"), somnolence ("sleepy"), vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness") and thyroid disorder ("thyroid was bit off"). The patient was treated with paroxetine hydrochloride (paxil), cyclobenzaprine and surgery (partial hysterectomy, leaving the ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, suicidal ideation, depression, muscle tightness, temperature intolerance, fibromyalgia, anti-transglutaminase antibody increased, neck pain, memory impairment, emotional distress, the last episode of arthralgia, inflammation, fatigue, somnolence, vitamin d deficiency, hypoaesthesia and thyroid disorder outcome was unknown, the migraine, headache, chest pain, myalgia, panic attack, dyspnoea, abdominal pain, feeling hot, burning sensation, paraesthesia, anxiety, vitiligo and allergy to metals had resolved, the pain and post-traumatic stress disorder had not resolved and the back pain was resolving. The reporter considered abdominal pain, allergy to metals, anti-transglutaminase antibody increased, anxiety, autoimmune disorder, back pain, burning sensation, chest pain, depression, dyspnoea, emotional distress, fatigue, feeling hot, fibromyalgia, headache, hypoaesthesia, inflammation, memory impairment, migraine, muscle tightness, myalgia, neck pain, pain, panic attack, paraesthesia, pelvic pain, post-traumatic stress disorder, somnolence, suicidal ideation, temperature intolerance, thyroid disorder, vitamin d deficiency, vitiligo, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. X-ray - in (B)(6) 2014: implant was working. Most recent follow-up information incorporated above includes: on 4-dec-2017: case was upgraded to incident. Patient¿s demographics and medical history, essure insertion/removal dates, lot number (c06463) were added. The event ¿severe and permanent injuries" was deleted and all the other events were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (sharp pain)"), autoimmune disorder ("autoimmune disorder") and suicidal ideation ("suicidal thought") in a 42-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2002, (B)(6) 2011) and miscarriage. Previously administered products included for an unreported indication: iud. Concomitant products included norethisterone (jolivette-28) for contraception. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("severe migraine"), myalgia ("acute muscle aches and pain / muscle pain in my shoulders"), the first episode of arthralgia ("joint aches and pain (hot/cold)"), pain ("body aches and pain/ severe and persistent pain"), back pain ("upper and lower back pain"), abdominal pain ("abdominal pain on my side") and allergy to metals ("nickel allergy") with rash papular and hypersensitivity. In (B)(6) 2016, the patient experienced vitiligo ("vitiligo"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) with crying, headache ("headaches"), chest pain ("chest pain"), panic attack ("panic attacks"), dyspnoea ("shortness of breath"), feeling hot ("hot knee caps"), burning sensation ("burning sensation on my abdomen / stinging/burning sensation internally in the body / hot burning sensation on my shoulders"), hemiparaesthesia ("tingling on my left arm / leg"), anxiety ("anxiety"), depression ("depression"), post-traumatic stress disorder ("pstd (post traumatic stress disorder)"), muscle tightness ("muscle tightness"), thermohyperaesthesia ("cold sensitivity / sensitivity to cold on joints"), fibromyalgia ("fibromyalgia"), enzyme level increased ("elevated transglutaminase"), neck pain ("neck pain"), memory impairment ("forgetful like brain fog"), emotional distress ("emotional distress"), the second episode of arthralgia ("joint pain / aches and pain with arthritis symptoms"), inflammation ("inflammation"), fatigue ("feel very tired"), somnolence ("sleepy"), vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness"), thyroid disorder ("thyroid was bit off") and feeling of despair ("desperate"). The patient was treated with paroxetine hydrochloride (paxil), cyclobenzaprine and surgery (partial hysterectomy, leaving the ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, suicidal ideation, depression, muscle tightness, thermohyperaesthesia, fibromyalgia, enzyme level increased, neck pain, memory impairment, emotional distress, the last episode of arthralgia, inflammation, fatigue, somnolence, vitamin d deficiency, hypoaesthesia, thyroid disorder and feeling of despair outcome was unknown, the migraine, headache, chest pain, myalgia, panic attack, dyspnoea, abdominal pain, feeling hot, burning sensation, hemiparaesthesia, anxiety, vitiligo and allergy to metals had resolved, the pain and post-traumatic stress disorder had not resolved and the back pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, burning sensation, chest pain, depression, dyspnoea, emotional distress, enzyme level increased, fatigue, feeling hot, feeling of despair, fibromyalgia, headache, hemiparaesthesia, hypoaesthesia, inflammation, memory impairment, migraine, muscle tightness, myalgia, neck pain, pain, panic attack, pelvic pain, post-traumatic stress disorder, somnolence, suicidal ideation, thermohyperaesthesia, thyroid disorder, vitamin d deficiency, vitiligo, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. X-ray - in (B)(6) 2014: implant was working . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (sharp pain)"), autoimmune disorder ("autoimmune disorder") and suicidal ideation (" suicidal thought") in a (B)(6) year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2002, (B)(6) 2011) and miscarriage. Previously administered products included for an unreported indication: iud. Concomitant products included norethisterone (jolivette-28) for contraception. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("severe migraine"), myalgia ("acute muscle aches and pain / muscle pain in my shoulders"), the first episode of arthralgia ("joint aches and pain (hot/cold)"), pain ("body aches and pain/ severe and persistent pain"), back pain ("upper and lower back pain"), abdominal pain ("abdominal pain on my side") and allergy to metals ("nickel allergy") with rash pruritic and hypersensitivity. In (B)(6) 2016, the patient experienced vitiligo ("vitiligo"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) with crying, headache ("headaches"), chest pain ("chest pain"), panic attack ("panic attacks"), dyspnoea ("shortness of breath"), feeling hot ("hot knee caps"), burning sensation ("burning sensation on my abdomen / stinging/burning sensation internally in the body / hot burning sensation on my shoulders"), paraesthesia ("tingling on my left arm / leg"), anxiety ("anxiety"), depression ("depression"), post-traumatic stress disorder ("pstd (post traumatic stress disorder)"), muscle tightness ("muscle tightness"), temperature intolerance ("cold sensitivity / sensitivity to cold on joints"), fibromyalgia ("fibromyalgia"), anti-transglutaminase antibody increased ("elevated transglutaminase"), neck pain ("neck pain"), memory impairment ("forgetful like brain fog"), emotional distress ("emotional distress"), the second episode of arthralgia ("joint pain / aches and pain with arthritis symptoms"), inflammation ("inflammation"), fatigue ("feel very tired"), somnolence ("sleepy"), vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness"), feeling of despair ("desperate") and thyroid disorder ("thyroid was bit off"). The patient was treated with paroxetine hydrochloride (paxil), cyclobenzaprine and surgery (partial hysterectomy, leaving the ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, suicidal ideation, depression, muscle tightness, temperature intolerance, fibromyalgia, anti-transglutaminase antibody increased, neck pain, memory impairment, emotional distress, the last episode of arthralgia, inflammation, fatigue, somnolence, vitamin d deficiency, hypoaesthesia,feeling of despair and thyroid disorder outcome was unknown, the migraine, headache, chest pain, myalgia, panic attack, dyspnoea, abdominal pain, feeling hot, burning sensation, paraesthesia, anxiety, vitiligo and allergy to metals had resolved, the pain and post-traumatic stress disorder had not resolved and the back pain was resolving. The reporter considered abdominal pain, allergy to metals, anti-transglutaminase antibody increased, anxiety, autoimmune disorder, back pain, burning sensation, chest pain, depression, dyspnoea, emotional distress, fatigue, feeling hot, fibromyalgia, headache, hypoaesthesia, inflammation, memory impairment, migraine, muscle tightness, myalgia, neck pain, pain, panic attack, paraesthesia, pelvic pain, post-traumatic stress disorder, somnolence, suicidal ideation, temperature intolerance, thyroid disorder, vitamin d deficiency, vitiligo, feeling of despair, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. X-ray - in (B)(6) 2014: implant was working . Most recent follow-up information incorporated above includes: on 4-jan-2018: coding request done : event "desperate with suicidal though" split into . Desperate and suicidal thought. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (sharp pain)"), cerebrovascular accident ("feel I'm having a stroke"), autoimmune disorder ("autoimmune disorder") and suicidal ideation ("suicidal thought") in a 42-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 1994, (B)(6) 1997, (B)(6) 2002, (B)(6) 2011) and miscarriage. Previously administered products included for an unreported indication: iud. Concurrent conditions included discharge. Concomitant products included norethisterone (jolivette-28) for contraception. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2014, the patient experienced migraine ("severe migraine"), headache ("severe headaches"), chest pain ("chest pain"), myalgia ("acute muscle aches and pain / muscle pain in my shoulders"), arthralgia ("joint aches and pain (hot/cold)/ joing body aches/ joint pain / aches and pain with arthritis symptoms"), pain ("body aches and pain/ severe and persistent pain"), back pain ("upper and lower back pain/ back pain"), abdominal pain ("abdominal pain on my side/ sharp stabbing abdominal pain on my side"), feeling hot ("hot knee caps"), burning sensation ("burning sensation on my abdomen / stinging/burning sensation internally in the body / hot burning sensation on my shoulders/ burning started on feet and it escalated up to my knees and now is all over the body"), hemiparaesthesia ("tingling on my left arm / leg") and allergy to metals ("nickel allergy") with rash papular and hypersensitivity. In october 2014, the patient experienced panic attack ("panic attacks"), dyspnoea ("shortness of breath") and anxiety ("anxiety"). On an unknown date, the patient experienced cerebrovascular accident (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) with crying, vitiligo ("vitiligo"), depression ("depression"), post-traumatic stress disorder ("pstd (post traumatic stress disorder)"), muscle tightness ("muscle tightness"), thermohyperaesthesia ("cold sensitivity / sensitivity to cold on joints"), fibromyalgia ("fibromyalgia"), enzyme level increased ("elevated transglutaminase"), neck pain ("neck pain"), memory impairment ("forgetful like brain fog"), emotional distress ("emotional distress"), inflammation ("inflammation"), fatigue ("feel very tired"), somnolence ("sleepy"), vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness"), thyroid disorder ("thyroid was bit off"), feeling of despair ("desperate"), palpitations ("heart palpitations"), fear ("very scared") and injury ("trauma"). The patient was treated with paroxetine hydrochloride (paxil), cyclobenzaprine, naproxen sodium (aleve), acetylsalicylic acid (aspirin) and surgery (partial hysterectomy, leaving the ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cerebrovascular accident, autoimmune disorder, suicidal ideation, depression, muscle tightness, thermohyperaesthesia, fibromyalgia, enzyme level increased, neck pain, memory impairment, emotional distress, inflammation, fatigue, somnolence, vitamin d deficiency, hypoaesthesia, thyroid disorder, feeling of despair, palpitations, fear and injury outcome was unknown, the migraine, headache, chest pain, myalgia, panic attack, dyspnoea, abdominal pain, feeling hot, burning sensation, hemiparaesthesia, anxiety, vitiligo and allergy to metals had resolved, the arthralgia and back pain was resolving and the pain and post-traumatic stress disorder had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, burning sensation, cerebrovascular accident, chest pain, depression, dyspnoea, emotional distress, enzyme level increased, fatigue, fear, feeling hot, feeling of despair, fibromyalgia, headache, hemiparaesthesia, hypoaesthesia, inflammation, injury, memory impairment, migraine, muscle tightness, myalgia, neck pain, pain, palpitations, panic attack, pelvic pain, post-traumatic stress disorder, somnolence, suicidal ideation, thermohyperaesthesia, thyroid disorder, vitamin d deficiency and vitiligo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. X-ray - in november 2014: implant was working concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones were reported via social media: heart palpitations, feel I'm having a stroke, very scared, trauma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs, medical record and social media posts received. Events added: heart palpitations, feel I'm having a stroke, very scared, trauma. Concomitant disease and treatment drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.